Event description:
The device powered off by itself with an inadequate response time following an alarm condition. The report stated, "a medication (heparin) drip was being administered to a pt via an infusion pump. A nurse noted that the infusion pump screen was blank and the pump was not running. Neither the pt nor the nurses reported hearing an alarm prior to the machine going blank. The pump was reset and after a few minutes the machine beeped once and then went blank. The plug on the machine was noted to be plugged in but slightly out. Facility was unable to determine how long the machine had been off before the nurse became aware of the situation; however, a nurse had been in the room about 1 hour earlier and did not notice the pump being off then. The physican was notified and a ptt level obtained. An additional heparin bolus was given and the heparin drip increased." Upon further query the following info was provided. The pump was delivering heparin at 30ml/hr (1500u/hr). At 0520, the nurse noted that the pump was powered off. She powered the pump on, reset it to deliver at 30ml/hr. As she was leaving the room, she heard the pump alarm. When she turned around, she noted that the pump was powered off. At that time, she replugged the device into the ac outlet, powered the device on and reset it to deliver at 30ml/hr and therapy was resumed without incident. At an unspecified time, the pt was bolused with 4,000u of heparin and the infusion rate was increased to 34ml/hr (1700u/hr). There were no reported adverse pt sequelae. The device was removed from clincial service at an unspecified time later that day. Though requested, no additional info was provided.